Manufacturer narrative:
Event date: exact date unknown, event occurred during trial.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming dong. The patient underwent explant procedure and the explanted device components were kept by the facility.

Manufacturer narrative:
H10 should have been: additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7093384 / 7093390 / 7093423.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming dong. The patient underwent explant procedure and the explanted device components were kept by the facility.